Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 error message codes 652, 302.11, 102.3, 202.11 and 330 were rec'd from the laser system. The customer additionally reported that the laser system was powered on and these errors were rec'd. A screen message to clear the errors was rec'd from the laser system but the laser system shutdown and would not come back up. Per the customer, the procedure was completed with another console. No pt injury was reported.